Manufacturer narrative:
(B)(4). It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. Potential contributing factors for the reported incident were considered and include, but are not limited to, manufacturing deficiencies, anatomical conditions or deployment technique. To assure that all products perform according to specifications they are subject to inspection during manufacturing. In addition, a quality control audit inspection is performed to verify product quality. Low blood pressure, a blood clot, tissue interference or a small patient vessel diameter could be potential contributing factors; however, no information in regards to the anatomical condition of the patient was reported. The marker port not being in the arterial lumen or the marker port against the patient artery may result in lack of blood flow. The report suspected that the proglide was not inserted far enough into the artery to achieve marking. This is the likely cause for the lack of blood flow from the marker lumen. A review of the finished product lot history record was performed and revealed no nonconforming material records associated with this lot, which would not have contributed to the reported experience. In addition, a query of the complaint database was performed and there were no other incidents within this lot reported for no flow from the marker lumen. Based on the information available, the inspection criteria and the review of the lot history record there does not appear to be any indications of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a physician attempted arteriotomy closure of the right common femoral artery after an unspecified procedure. Reportedly, no flow was seen coming from the marker lumen when inserted into the artery. The device was removed and hemostasis was achieved using manual arterial compression. It was suspected that the proglide was not inserted far enough into the artery to achieve marking. There were no reported adverse patient sequelae. Though requested, no additional information was provided.

Event description:
Subsequent to the initial medwatch report, it was reported the attempted vessl closure followed a cerebral diagnostic procedure and the physician is reported to be trained in the use of the proglide device. The suture was placed using a 6fr sheath.